Event description:
It was reported that the pump had broken free from anchors, noting the date of (B)(6) 2013. Intervention included surgical repositioning of the device, the device was removed from surgical field, the pocket was adjusted and pump was placed back in pocket, noting the date (B)(6) 2013. It was reported no diagnostics methods were used. The severity was noted as moderate and the signs and symptoms were reported as ¿surgical observation,¿ it was not clear what was meant by that. Prior to programming on (B)(6) 2013 the device was used to infuse morphine, fentanyl and bupivacaine. After the programming on (B)(6) 2013 the device was used to infuse saline. Additional information received reported that as of (B)(6) 2013 the device system was used to infuse fentanyl and bupivacaine. According to the device logs provided from (B)(6) 2013 the pump was shut off for one minute, the reason for the pump being stopped was not provided. Additional information received reported that the pump migrated.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Surgical observation.